Event description:
It was reported that the customer's insulin pump alarmed while changing the infusion set. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded drive support disk. The device also was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The dome label sticker was missing. The unit had scratched screen and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.